Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was dislodged and the patient received inappropriate therapy. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in good condition after the event.